Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative tricuspid regurgitation (tr) and prolapsed thin septal leaflet for a triclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, 2 triclips were successfully implanted. Post deployment, the second clip had single leaflet device attachment (slda) from the septal leaflet. An attempt was made to deploy triclip xtw to stabilize the slda clip. However, the triclip xtw demonstrated difficulty in grasping and capturing the leaflet. As a result, the clip was removed from the anatomy. The tr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects reported.